Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5ac66. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired with the cartridge pan partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, reload was already bent and thus unusable when it was removed from its packaging. Surgery was delayed an unknown amount of time but was completed successfully. There were no adverse consequences for the patient.